Event description:
Brush heads fell apart [device breakage], no adverse event. Case description:" a (B)(6) male consumer reported that he and his family use oral-b rechargeable toothbrushes, version unk, and recently 3 oral-b brushheads, version unk fell apart during brushing. His family replaces their brushheads every 2 to 3 months. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.